Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, "closure of the stent" occurred. The physician implanted the 3.00x16mm taxus express2 drug eluting stent in an unspecified location. After cardiac symptoms returned, the patient failed a stress test and was diagnosed with "closure of the stent" which required a repeat procedure to the stent, resulting in the placement of a non-bsc drug eluting stent of unknown size. Further information was requested but was unavailable.

Manufacturer narrative:
Device analysis: as no device was received for analysis, it is not possible to determine if any issues existed with the actual device that could contribute to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met it's material, assembly and product specifications at the time of its release to distribution. The root cause of the complaint incident could not be identified.